Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the cracked and shorted capacitor c181 on the user interface pcb assembly.

Event description:
A customer contacted physio-control for checking of their device. During evaluation physio-control observed that customer's device unexpectedly lost power and would not power on properly after. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations, the initial reporter¿s phone number (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control for checking of their device. During evaluation physio-control observed that customer's device unexpectedly lost power and would not power on properly after. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.